Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was shaking out of control and it was affecting their mental health, not just physical. The patient needs back surgery, but they cannot do "anything MRI" without the dbs in place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4). Product type: extension. Product ID: 3708660, serial# (B)(4).product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 14-aug-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 14-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had their device removed due to an infection. The patient recovered without sequela. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va0yq23, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 3389s-40, lot# va0yq23, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. No analysis completed as it was deemed non-analyzable/medical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that nothing was done to resolve the tremors and anxiety, the patient was to have their extension wires and ins re-implanted on (B)(6) 2019 and the device would be turned on. The issue was resolved.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID 3389s-40, lot# va0yq23, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID 3389s-40, lot# va0yq23, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported a doctor had told the consumer the system had been infected since it was placed. The patient's tremors were now worse than ever before and their anxiety was "through the roof right now" after having it removed. The consumer was hoping to have it replaced soon. The patient was implanted for parkinson's dual and movement disorders.